Event description:
It was reported that the right atrial (ra) lead had high thresholds. Per the physician, the thresholds were high early on. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.